Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and battery failed alarm. Customer stated that blank display issue happened after changing battery of insulin pump. Customer stated that the metal piece under the cap fell off but they was able to place it back but insulin pump is not working. Customer stated that battery icon wasn't red but the reservoir icon. And they found that reservoir is low. Customer stated that they checked alarm history aside low battery warnings, they had one battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.